Event description:
Caller reported a malfunction on the pump, which was identified as malfunction 16-0x20e6 was addressed through a pump reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.